Event description:
It was reported that high impedance was found on the patient's vns. No surgery to address the high impedance is known to have occurred to date. No additional or relevant information has been received to date.